Manufacturer narrative:
(B)(4). Congestive heart failure can have multiple etiologies and is often due to progression of underlying disease processes, including uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. At the time of death, the patient's bioprosthetic heart valve was exhibiting severe mitral regurgitation. Mitral regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. When regurgitation develops progressively over time, it can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis as it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the family's report of regurgitation. No information was provided from a medical professional that indicated there was a device malfunction or quality deficiency that contributed to the patient's death. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that six (6) years, seven (7) months post-implantation of this bioprosthetic mitral heart valve, the patient expired due to heart failure. As reported from the patient's family, the valve was exhibiting severe mitral regurgitation. The patient's physician had recommended re-do surgery but the patient expired before the procedure could be scheduled. No additional details were provided.